Event description:
Customer reportedly obtained results of 114 mg/dl, 289 mg/dl, 435 mg/dl, and 97 mg/dl within 10 minutes on the same device. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.